Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the delivered volume was measuring 20 percent above specifications on this vela ventilator device. The customer calibrated the transducers however, the issue was not resolved and replaced the turbine assembly, which corrected this issue. The customer stated no patient involvement was associated with this event.